Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pa catheter the patient experienced partial eye paralysis. After waking up from a successful pfa procedure the patient suffered from partial eye paralysis. A stroke was suspected, and the patient is scheduled to undergo a MRI and neurological consultation. The cause and extent of the condition are under investigation. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pa catheter the patient experienced partial eye paralysis. After waking up from a successful pfa procedure the patient suffered from partial eye paralysis. A stroke was suspected, and the patient is scheduled to undergo a MRI and neurological consultation. The cause and extent of the condition are under investigation. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient had been hospitalized for the complication but that no further interventions were planned at the time. The patient has developed ongoing parinaud syndrome due to a stroke. MRI findings confirmed an embolic "stroke of the mesencephalon in the left paramedian and right parietal subcortical". The patient had no prior history of strokes.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.